Event description:
This lead was explanted due to high thresholds and a possible fracture. The physician was going to reposition the lead, however the lead pulled apart when the physician was working on it. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further analysis of the lead revealed a deformation of the fixation helix. As the root cause of the observed damages, mechanical forces during the explantation procedure should be taken into consideration. The cuttings in the insulation and deformations of the outer conductor coil occurred most likely during the surgery. Blood penetrated the lead in the cut areas. In summary, the lead¿s distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of mechanical forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.